Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. Mechanical ventilation would not start when requested. The clinician toggled the bag/vent switch a couple times and then mechanical ventilation was restored. There is no report of patient injury.